Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leaks were observed at "the bottom administration port, with the area affected at the port weld". The leaks were discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: only one (1) actual and three (3) companion samples were received for evaluation. Visual inspection in all samples did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak between the spike port cap tube and the spike port in the actual and one of the companion samples. The reported condition was verified only in the two samples. The cause of the condition could not be determined; however, the most likely cause of the condition was due to lack or inadequate of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.